Event description:
Reporter alleged when opening a box of comfort test strips dated 11/30/2007; it contained two different vials of strips that had different expiration dates on each vial. Reporter stated one of the vials had a usable date of 11/30/2007 and the other vial indicated the product was expired with a date of 01/31/2002. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.